Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results code: other = device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where mineralization extended on the right cusp. Extensive tissue deterioration due to mineralization was noted on all cusps. Tears on the tunica of all cusps showed evidence of host tissue removal. Tissue deterioration due to mineralization was noted on the left right commissure. Glistening off white pannus lined the sewing ring on the outflow, extending to all outflow rails and stent posts. An unk amount of pannus appeared to have been removed on the inflow during explant. Pannus extended along the inflow margin of attachment of all cusps, reducing the inflow orifice area. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and most tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted in a (B)(6) year old, was explanted 2 years, 11 months after implant due to structural dysfunction. It was reported that calcification and cuspal tears were identified at explant. There were no adverse pt effects.